Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device qas also received with missing end cap sticker, cracked case at the display window corner, cracked reservoir tube, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated she was outside in high humidity. Blood glucose value was 276 mg/dl; treated with the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.